Event description:
The manufacturer received a voluntary medwatch (mw5102372) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a brain tumor. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to develop a brain tumor,dizzy,hearing lost on the left side,gall bladder issues related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect-clinical code was missed to capture in previous MDR,now it is corrected and updated in this report.

Manufacturer narrative:
Additional information was received on october 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to develop a brain tumor, dizzy, hearing lost on the left side, gall bladder issue related to a CPAP device's sound abatement foam. Additional information was received about the alleged eye irritation, dizziness and/ or headache, kidney disease/ toxicity, liver disease/ toxicity, lung disease, brain tumor (acoustic neuroma). Section e1 was updated in this report. Section h6 health effects - clinical codes was updated in the report.